Manufacturer narrative:
A steris service technician arrived onsite and was able to open the chamber door by opening the steam trap and retrieve the devices for the patient procedure. The technician stated that the cause of the chamber door not opening was due to the s-1 valve being closed subsequently not allowing air to pass through the s-1 valve after the sterilizer pulls a vacuum causing high pressure to remain in the sterilizer chamber. The "jacket flooded" alarm indicates that there is water sensed in the jacket. The technician repaired the unit and placed it back into service. The sterilizer is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that after a completed cycle the unit had alarmed for ¿jacket flooded¿. Devices were present in the sterilizer and could not be retrieved for a patient procedure. No injuries to hospital staff or patient. A procedural delay was reported.